Event description:
It was reported by the customer "accucath wire was reported stuck. More details needed to determine product or user error. No additional details received about procedure and occurrence". Additional information 12/20/222: product was used on the patient; patient had the guidewire and catheter stuck in her skin for close to 30 mins until provider was able to pull it out. IV rn could not retract the wire. Relevant history, patient was considered difficult access. Patient did not have an infectious disease.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "accucath wire was reported stuck. More details needed to determine product or user error. No additional details received about procedure and occurrence" additional information 12/20/222: product was used on the patient; patient had the guidewire and catheter stuck in her skin for close to 30 mins until provider was able to pull it out. IV rn could not retract the wire. Relevant history, patient was considered difficult access. Patient did not have an infectious disease.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of guidewire immobility was confirmed. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and was not returned for evaluation. The guidewire was withdrawn into the housing. The wire exhibited permanent bends at the proximal end. The wire was not mobile within the needle shaft. The safety button was depressed; however, the needle was not withdrawn into the housing because of that immobility. Microscopic inspection of the needle revealed blood residue abundant within the shaft. The wire was visibly adhered to the needle at the blood flash notch. Guidewire mobility was re-established during gentle manipulation. The wire was intact; however, deformation was observed within the coil region. Blood residue was adhered to the guidewire. Blood product residue within the needle shaft appeared to cause the observed guidewire immobility. Such an event may occur if blood is allowed to coagulate within the needle shaft prior to guidewire advancement. The guidewire tip deformation suggested that attempted insertion against resistance, such as into tissue, may have contributed.